Event description:
As reported by the user facility: please use: as reported by user facility: product problem: backcheck valve malfunction. Delay in treatment, emotional distress, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions / side effects with too rapid of an infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the user facility indicated an issue relating to a backcheck valve on the infusomat space pump, out of an abundance of caution, this MDR is being submitted for the infusomat space pump that would have been involved given the indication of a rapid infusion. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation, and the device logs were not made available. Further investigation of the complaint is not possible without a device for evaluation or the device logs. If the device or the device logs do become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.